Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a crack on the left rail and as such the clip falls in place. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked reservoir tube lip, a cracked keypad overlay, a broken belt clip rails, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. Failure analysis summary: the insulin pump was received with a broken belt clip rails. The test p-cap/reservoir does lock properly inside the reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had crack on left clip rail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.